Event description:
Consumer complaint of high blood glucose results. Caller states her results are normally between 120-165mg/dl. Caller provided previous results from memory. The highest result provided was 494mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).